Manufacturer narrative:
Device evaluation of monitor sn (B)(4) and electrode belt sn (B)(4) has been completed. During the incoming functional testing, a 1hz simulated normal sinus rhythm signal was applied to the ECG electrodes, followed by a 5hz simulated treatable arrhythmia signal which verified proper performance of the detection algorithm. During the transition to the 5hz signal, the device was confirmed to properly enter into a treatment sequence which includes a verification of the tactile vibration alarm, audio messaging, and siren alarms, as well as a test of the pulse delivery circuitry. The pulse delivery circuitry test verified proper charging of the high voltage capacitors and proper delivery of five full energy 150j biphasic pulses. The functional testing confirmed proper response button functionality, ECG acquisition, detection algorithm performance, and pulse delivery functionality. There is no indication of a product malfunction.

Event description:
A us distributor contacted zoll and reported that a (B)(6) patient was found deceased at his house on (B)(6) 2018. Device download data indicates that the patient was treated twice during the event. The lifevest detected asystole at 06:13:16. The lifevest treated the patient twice during asystole at 06:26:05 and 06:26:45. The patient remained in asystole following the treatments. Oversensing of low amplitude cardiac input signal and intermittent cardiac activity contributed to the false detections. The lifevest was shutdown at 10:17:06. There is no information to suggest that the treatments from the lifevest caused or contributed to the patient death, as the patient was already in a non-life sustaining rhythm prior to the treatments.